Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low suspend, calibration, change sensor, and that the sensor versus blood glucose had discrepancies. The blood glucose reading was 300 mg/dl compared with the sensor glucose reading of 40 mg/dl. There was also another blood glucose reading of 85 mg/dl and a sensor glucose reading of 70 mg/dl. Troubleshooting was declined. Advised to call back is the issue occurs again. Nothing further reported.